Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage. This type of damage is consistent with repeated stress over time. The reported high impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedances above 2000 ohms caused by suspected fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedances above 2000 ohms caused by suspected fracture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.